Event description:
It was reported that a user experienced a hypoglycemic event at work after previously elevated glucose attributed by the user to stress; the user announced a meal, ate as usual, then later recorded a blood glucose of 45 mg/dl while on day two of pump use and believed the low was related to the system adapting to insulin needs. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without hospitalization. Investigation included troubleshooting and education with the user and review of available alerts. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the event deemed cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.